Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 589 mg/dl, pain, and high ketones. Ketone levels identified as life threatening by their health care provider. Cause was unknown. Customer attempted to address the elevated (bg) with manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was discharged on (B)(6) 2024 with no permanent damage. System check was performed by tandem technical support and the pump is functioning as intended. Ultimately, the customer reverted to an alternate method of insulin. It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 589 mg/dl, pain, and high ketones. Ketone levels identified as life threatening by their health care provider. Cause was unknown. Customer attempted to address the elevated (bg) with manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was discharged on (B)(6) 2024 with no permanent damage. System check was performed by tandem technical support and the pump is functioning as intended. Ultimately, the customer reverted to an alternate method of insulin.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.